Event description:
Pt underwent right total hip arthroplasty in 2004. Pt underwent right total hip reduction in 04/2004 for dislocation/loosening of acetabular component. Repeated revision total right hip arthroplasty a week later to replace acetabular femoral head components.